Event description:
It was reported that at implant, after the lead had been repositioned several times, the helix would no longer extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor was distorted and fractured (overstress). There was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead had been damaged at implant. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector.